Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a patient fell and as a result was implanted with a cannulated nail on (B)(6) 2012. Two months post operatively the patient returned for a follow-up visit. The surgeon noted the nail broke underneath the second recon screw and there was no evidence of trauma. On an unspecified date the nail was removed and the patient was revised to the same type of nail with a larger diameter and length. The procedure was successful with no reported adverse events. This is 2 of 2 reports for the same event.